Event description:
Information was received that while a smiths medical tracheostomy kit was in use, the tubing narrowed. As a result, the doctor reinsterted device into the patient to change the position of tracheotomy. No patient adverse effects occurred to the patient.